Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated their device was not working properly, their stimulation was increasing. No further information was provided. On (B)(6) 2019 the patient called the rep to report the ins was moving around in the pocket site and it was not helping them as much as it was before. Troubleshooting of changing the programs was performed over the phone. The healthcare provider told the patient they may have to surgically suture the ins down in the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). When asked for the actions taken to resolve the ins moving in the pocket it was reported that the patient was supposed to go see their healthcare provider on (B)(6) 2019 to go over risk and goals to get set up for a surgery to complete a pocket revision but cancelled that appointment. The rep noted nothing had been scheduled as of the time of the report. The rep reported they didn¿t have any information regarding the stimulation increasing and not working properly and they didn¿t know the cause. When asked for the actions taken to resolve the device not working and stimulation increasing the rep noted they changed programs over the phone and hadn¿t heard from the patient since. No further complications were reported.